Event description:
It was reported that during a bi-ventricular implant, the coronary sinus was perforated. The patient was medically managed and observed in the intensive care unit. Lead replacement was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.